Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2qq implantable cardioverter-defibrillator (B)(6) 2013; 407652 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that after the implant procedure, the patient experienced hemoglobin relevant bleeding and a hematoma. Patient stabilization was achieved via medication and intubation for drainage at the implant site. Upon removal of the tube, additional bleeding was noted; this was stopped upon suturing of the wound where the tube had been placed. The device, right ventricular (rv), left ventricular (lv) and atrial leads remain in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.